Manufacturer narrative:
Device analysis report is attached. This report is submitted on december 27, 2023.

Manufacturer narrative:
This report is submitted on october 25, 2023.

Event description:
Per the clinic, the device was explanted (specific date not reported) due to infection and extrusion of the electrode lead into the external auditory canal. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.